Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplement report.

Event description:
The patient stated, that her blood glucose measured over 500 mg/dl and her infusion set was leaking insulin. She stated that, she changed her infusion set and bolused through her infusion device to lower her blood glucose. No further information is available. Product was requested to be returned for evaluation.